Event description:
Patient implanted with clickx construct in (B)(6) 2012. Consultant reports patient was scheduled for revision due to broken rod on patient''s left side on (B)(6) 2012. It is reported that, after the exposure had been performed, the surgeon then noticed that several of the locking caps had come loose. Surgeon opted to remove the entire construct and revise patient to the depuy expedium 6.35 construct. It is reported surgeon was satisfied with the end result. This is 1 of 7 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.